Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced vt storm and received multiple appropriate therapies. During last shock, a possible hv lead issue and hv circuit damage alert were observed. The device was explanted and replaced. The patient tolerated the procedure well.

Manufacturer narrative:
The reported output anomaly was confirmed in the laboratory via review of the device image. The device was tested on the bench and no anomaly was found. The cause of the reported output anomaly could not be determined.